Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for blood glucose levels above 1000 mg/dl. The customer was feeling nauseous for several days prior to the event. The insulin pump had also been alarming no delivery. The nurse was unable to troubleshoot at the time of the call. The doctor wanted the insulin pump replaced. Nothing further was reported.